Manufacturer narrative:
Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was in ccu having low flow alarms where the clinicians were trying to stabilize and requested instructions on how to silence the low flow alarms. Clinical walked the vad coordinator and cardiologist through the steps at bedside. They were unable to get the extended alarm silence since there was no active alarm. Clinical discussed and explained how all alarms would be silenced for four hours - including pump stops. The cardiologist decided to wait on the extended alarm silence on the patient due to the risk involved of silencing all alarms. No information was given on the background of the patient as they were trying to silence the alarms. Both red heart was illuminated with constant tones. On (B)(6) 2018 it was reported through patient outcome that the patient expired due to multisystem organ failure (msof). Additional information was provided from vad coordinator on (B)(6) 2018 that death was only related to device because after the patient coded and was intubated, the patient¿s mother decided to withdraw support and lvad was disconnected. The account deemed that the device was operating as expected, since log files were sent when the patient was admitted and everything seemed to be working as expected. The pump was not explanted as the patient¿s mother was not agreeable to this or an autopsy. No further information was provided.

Manufacturer narrative:
The event was determined to be a duplicate of MFR number: 2916596-2018-04096. Manufacturer' investigation conclusion: a direct correlation between the device and the report that the patient¿s elevated ldh could not conclusively be established through this evaluation. Additionally, analysis of the log file that was provided by the account confirmed elevations in power and flow; however, a specific cause for these findings could not conclusively be established through this evaluation. The instruction for use (IFU) lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information is available. The manufacturer is closing the file on this event.